Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the guide wire could not pass through the lead. A new lead was used instead. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing and visual inspection did not find any anomalies. A stylet insertion test was performed and found blood within the connector pin. The cause of the reported event was isolated to blood within the connector pin of the lead preventing the stylet to pass through the lead.